Event description:
It was reported during a routine check performed by customer the cardiosave intra-aortic balloon pump (iabp) unit is leaking and unable to use. Unit was swapped due to potential issue w/ tank but once it was swapped there was no issue w/ the tank. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated field: b4, d8, d9, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were unable to reproduce the failure. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a.